Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, the malfunction was likely caused by the following: the no image occurred due to a broken video cable, and inadequate resolution caused by a damaged charged coupled device (r-unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had broken charged coupled device (r-unit), inadequate resolution and the image is not displayed. There was no patient involvement.